Event description:
Could not remove the guidewire from the feeding tube. Further investigation discovered a weakened, partially compressed area at the mid-distal portion of the tube. Diagnosis or reason for use: nutritional trauma management.